Manufacturer narrative:
Disregard the initial report MFR report #2016493-2025-106244. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that there was a scraping noise on the barrel clamp. There was no patient involvement.

Event description:
It was reported that there was a scraping noise on the barrel clamp. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated issues associated with barrel clamp friction (scraping), also reported as audible scraping, were confirmed on all 152 returned syringe modules. The friction can be exhibited because of the mechanical design where contact between the barrel clamp park collar and the internal frame washer occurs, and the clamp is rotated past the syringe chamber during its parked position. On 11jul2025, (152) syringe modules were received unboxed and with paperwork. No physical damage was observed with each device; however, adhesive residue was noted on the top of all rear cases. The syringe modules will be returned to bd san diego repair center for normal processing and to replace the internal frames. The report of the investigation to be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.